Event description:
The customer reported the device alarmed o2 not available. No patient involvement / harm.

Manufacturer narrative:
The gas delivery system assembly was tested and no failures were identified.